Event description:
Reportedly, unexpected reprogramming of the rate response (sensor) parameter was observed: parameter was set at "medium" on (B)(6) 2013 and it was found at "low" on (B)(4) 2013. The pt complained about high heart rate at low level of exercise.

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.